Event description:
The customer's mother reported her daughter activated a new pod and her blood glucose was reading 378 mg/dl so she gave a bolus of 1.0 units of insulin. She checked her bg again it measured "high" (>500 mg/dl) and 504 mg/dl (with alternate meter). The pod was removed and she gave a manual injection of 3 units of insulin. She noticed the cannula looks bent and there was also blood noted in the cannula.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.